Event description:
It was reported that during hemodialysis treatment with a polyflux 140h, there was the leakage of dialysate from the head of dialyzer at the bottom side. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was fluid leaking from the header area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.